Event description:
It was reported that during a holep procedure the console showed case saver mode and the procedure was not completed. There was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that there was an issue with channel 4 hr. The fse proceeded to perform the replacement, the issue was resolved, and the unit was within specification. As a result, the console was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer. It is likely that the hr was defective requiring replacement. Therefore, the reported allegation was confirmed. A device history record review was performed, and no manufacturing deviations related to this lot and event were found. A risk review was completed and confirmed that this event was defined in the risk documentation, and a labeling review confirmed the IFU includes appropriate warnings and instructions for use. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a holep procedure the console showed case saver mode and the procedure was not completed. There was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.